Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during prostate vaporization. The joule count for the fiber at the time of the event was not recorded. This was the second fiber used in the procedure (reference MFR report number 2937094-2012-00188 regarding the first fiber used, and MFR report number 2937094-2012-00190 regarding the third fiber used). There was no pt or end user injury as a result of this event. Info regarding how the case was completed was not provided, however, it was reported that the pt is doing well.

Manufacturer narrative:
(B)(4).